Event description:
It was reported by the field clinical specialist that during a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra valve, that they started by going in the times with a 14f esheath+ and there was a ledge of calcium they were trying to get around. Each time they met with resistance and the first two sheaths came out with approximately a 2mm split at the end of the tip and the third sheath was rough when pulled out but they were not successful at inserting the sheaths. After each attempt at insertion, they would dilate up by ballooning. The fourth sheath was successfully inserted, and they were able to then insert the 26mm commander delivery system (ds) with the valve. While deploying the valve imaging panel came off fluoroscopy (fluoro) and at the same time the balloon burst while the valve was approximately 95% deployed. They were able to leave the valve and bring the ds out, they got the ds into the descending aorta, then pulled the ds out and all that came out was the bottom half of the balloon attached to the ds. They could see the top half of the balloon and the radiopaque markers on flouro above the sheath in the descending aorta. They then went in with a 16f goredry seal through the sheath and encapsulated the remainder of the balloon and radiopaque marker and pulled those back into the sheath with the dryseal. The remainder of the balloon and radiopaque marker were attached to the inner coiling of the length of the balloon catheter. They then prepped a new sheath, and ds and post dilated the valve. The valve was successfully dilated and there was no harm to the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed and showed fully circumferential radial balloon burst with nose tip, distal balloon, and guidewire lumen fully separated from the rest of the delivery system, and the distal balloon umbrellaed over the nose tip and distal balloon wings flared. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed. The provided device imagery shows fully circumferential radial balloon burst with nose tip, distal balloon, and guidewire lumen fully separated from rest of delivery system, and distal balloon umbrellaed over nose tip and distal balloon wings flared. Available information suggests calcification likely contributed to the event as the customer reported that the patient had calcified anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for system components separate during use was confirmed based on the imagery provided. Available information suggests that withdrawal of burst balloons is likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.